Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire or cut. The hosp has reported no pt injury occurred.